Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During the visual inspection of the provided photo, an external fluid leakage at the connection header of the housing is visible. The reported failure could be confirmed. Due to the absence of actual sample the cause for the reported issue could not be identified or further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 53 minutes into treatment with one unit of polyflux 140h, an external fluid leakage was observed. There was patient involvement however, there was no patient injury or medical intervention associated with this event. No additional information is available.